Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of unexplained power reboots occurring. The battery compartment was intact; no damage was observed. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no power interruptions or alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions or alarms occurring. The pump case was removed and no evidence of moisture contamination or damage to the power circuit was observed. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.